Manufacturer narrative:
Reason for capture: use error- off label use. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "open the silicone implant to use the silicone gel inside for dermatological purposes." Device was not implanted.